Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4) implantable pacing lead 1998-(B)(6); addr01 pacemaker 2007-(B)(6); (B)(4).

Manufacturer narrative:
Product event summary: the distal portion of the lead was returned, analyzed and the inner insulation of the lead developed a breach due to mio (metal ionoxidation) while in vivo. It was also noted the inner and outer insulation of the lead developed cosmetic (mio) metal ion oxidationwhile in vivo.

Event description:
It was reported that there was a right ventricular (rv) lead failure. Follow-up received from the representative revealed that the lead failure was due to low impedance. The rv lead removed and replaced. No patient complications have been reported as a result of this event.